Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit would shut down without notice, it was left powered on for several days at testing with no problems. The programmer passed its incoming vxi console test though it was noted that the standoff between the media processing unit and link electronic module boards was loose, that the standoff's thread on the upper was damaged and because this prevented the standoff from being able to be torqued appropriately the upper case was replaced. Overheating messages were also found at sensor 7 - ambient and the media processing unit was replaced. The hard drive was reimaged and the software was reloaded and updated. The power supply was also replaced as a preventive measure. The programmer passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would suddenly shut down without notice. The programmer has been returned for service as well as a test and calibration procedure. No patient complications have been reported as a result of this event.